Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 as they had stopped breathing. The cause of death was heart failure/cardiac arrest. The caller stated that the customer had hart capacity of 15%, kidney failure, heart attack, and was brain dead that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller stated the customer over the past few months had repeatedly mentioned that their pump was not working right and his problem was not resolved by medtronic. The customer had a difficult time monitoring their blood glucose. The caller had received the retainer ring field corrective action notice and thought that this may have been the issue. The caller declined to return the insulin pump for analysis.